Manufacturer narrative:
Pump received with no button error alarm noted. Pump received with intermittent button response due to corroded keypad traces, pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error except that he removed battery, reinstalled but button error did not go away. Customer's blood glucose was 167 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.